Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the cause of the vascular damage was a steep insertion angle use issue. The failure mode will be monitored and trended.

Event description:
The user facility reported an 81-year-old male in acute myocardial infarction/cardiogenic shock presented for impella cp support. The patient developed a hematoma coinciding with an access site bleed during support. Pressure was initially applied to treat the hematoma however the condition returned. Vascular surgery was subsequently performed to evacuate the hematoma and repair the femoral artery. The patient was provided two units of packed red blood cells as a result of the bleed and the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿